Manufacturer narrative:
The main component of the system and other applicable components: product ID 3093-28, lot # v021934, implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type lead.

Event description:
Information was received from a consumer who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The patient reported that on (B)(6) 2013, they were implanted with their third implant and on that particular date, they were informed after surgery that the wires had been repositioned on the other side of their body. It was stated that it was due to the fact that the other wires were broken. They told their doctor they did not experience the best control with the wires on the other side, however, he stated a decision had to be made very quickly and he repositioned the wires on the other side. Additional information received from the healthcare professional (hcp) reported that the cause of the broken wires were due to a fall. The device was not functioning and impedance was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.